Event description:
The chief of the operating room reported that during surgery, there were bubbles in the infusion line, which fell within the eye. The technical service representative recommended replacing the cassette. This resolved the problem and they continued to use the instrument. There was no patient harm reported.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. As the customer did not retain the finished goods lot number, device history record (DHR) and lot history could not be reviewed. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The root cause is unknown. (B)(4).